Event description:
It was reported that during a hysteroscopy, the hand piece stopped working. The connector separated from the unit. A new hand piece was used to complete the procedure. There was no patient consequences reported. The surgery was extended by one hour.